Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this device exhibited high out of range shock impedance measurements, following chronic non bsc lead connection. The connections were removed and retested, at which time shock impedances were within normal ranges; however, loss of capture was noted. The physician elected to replace the chronic rv lead and test with a subsequent, new device. All measurements were favorable and the procedure completed with no resulting adverse patient effects. The first attempted implant device is intended to be returned for analysis.